Manufacturer narrative:
The root cause and root cause sub class cannot be identified. There was limited device-specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number or a return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality-related trend identified for the subclass adverse event safety request for investigation. The manufacturing operation employ quality control procedures, which include in- process testing, thermal testing, and visual inspection, to ensure the quality of the packaged product. This is an adverse event for a burn and a risk calculation cannot be determined as there is no known batch number to identify if there were a device malfunction.

Event description:
On 28-dec-2023, a spontaneous report from the united states was received via email regarding a female consumer (age not provided) who used a thermacare neck/shoulder/write 8hr heat wrap. Medical history and concomitant products were not provided. On an unspecified date, the consumer used a thermacare neck/shoulder/wrist 8hr heat wrap for an unspecified indication. On an unspecified date, after applying the heat pad, the consumer noted after following the directions she experienced second degree burns.